Event description:
It was reported that the system could not produce diagnostic images. It was stated that the images were displaying in squares due to artifacts. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.